Manufacturer narrative:
(B)(4). Date sent: 8/30/2024. D4: batch # 850c80. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with the joint cover damaged and with a gst60b reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported of "partial fire" was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "difficult to open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review: a manufacturing record evaluation was performed for the finished device batch number 850c80, and no non-conformances were identified.

Event description:
It was reported that the stapler misfired during a case. They used the manual override to release it and got another device to complete the colon resection without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. Was there any difficulty opening the device? If yes, how was the device removed from the patient? Manual release and removed through port if yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.